Manufacturer narrative:
Device evaluation summary the device returned with a gap of 1.05cm between the front grip and the external slider. A break was visible to the screw gear distal to the rear handle. A gap of 2.0mm was observed between the taper tip and the graft cover tip. A kink was observed on the graft cover/graft 2.4cm from the tip. The reported deformation was confirmed through analysis. Photo evaluation summary photos received from the account confirm the break to the screw gear as seen on the retuned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii limb was intended to be implanted as part of an evar procedure in the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that prior to the procedure, when the physician opened the second sterile bag and placed the delivery system on the sterile table in order to prep the device, it was noted the delivery system was damaged and fractured. The physician implanted another endurant limb to successfully complete the procedure. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.